Event description:
It was reported that during a da vinci s surgical procedure, the site was unable to focus the vision settings from the surgeon side console (ssc) and the vision cart. With the assistance of an isi technical support engineer, the site replaced the camera cable and restarted the system. The surgeon was then able to focus the image as expected and continued with the case. The site later reported that the vision issues recurred and the surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the reported vision issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. As of february 17, 2011, there have been no reported recurrences of the issue at this hospital.